Manufacturer narrative:
The local factory service rep. Observed a fault code 47 logged into the defibrillator memory which would likely be related to the report. The fault 47 code was cleared and proper operation was observed by physio-control, through full performance and functional testing. The equipment and functional testing. The equipment will be replaced with new equipment of same model by physio-control.

Event description:
The defibrillator charged and discharged 300 joules to a pt. The defibrillator was charged to 360 joules for the next attempt at resuscitation. Reportedly, when the defibrillator module discharge switches were pressed the defibrillator would not discharge and a service message was displayed.